Manufacturer narrative:
Immucor technical support assessed the test well images on the testing instrument using a remote electronic connection method on (B)(6) 2016. The images of the instrument test wells were visually consistent with the negative instrument test result outputs. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. The immucor laboratory also tested a blood sample on (B)(6) 2016, which had been submitted from the customer site, and this testing was not able to duplicate the customer's findings.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using anti-d (monoclonal blend) series 4 on a galileo neo instrument, when tested on (B)(6) 2016.